Manufacturer narrative:
During the device evaluation, the motor was found to be corroded. Increased friction due to corrosion is a probable cause of the reported overheating.

Event description:
It was reported that prior to a surgical procedure at the user facility, the drill was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.